Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: after insertion of the nail and guide wire placement through the nail, the guide wire was measured to determine the length of the blade. The cortex breaker was then used followed by the 11mm diameter reamer. The reamer passed through the nail without any issues during reaming. X-ray taken showed the nail had passed through the nail and reaming was continued. Bone resistance was noted and an x-ray was taken. X-ray taken revealed the reamer tip had broken off in situ towards the femoral head. Reportedly the guide wire for the reamer did not appear to be bent and there was no cut out of the wire when it was taken out for inspection. It was reported the patient had a pathological tumor in the proximal femur and the bone was very dense. As there was little chance of removing the broken pieces, the blade was inserted. The fragments were pushed aside while the blade advanced with no issue. It was noted blade insertion encountered resistance against bone while inserting possibly due to dense femoral head.

Manufacturer narrative:
This device is used for treatment not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. Due to the completely broken off tip the breakage relevant dimensions can not be checked. The remaining and measurable dimensions of the drill bit were as far as possible checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard aisi 440a. The microscopic view of the broken surface does not show any anomalies which also indicates material conformity. No product fault could be detected. The investigation has shown that the tip of the reamer for pfna blades broke off during a mechanical overloading situation. It is possible that blunt cutting edges, device was manufactured and distributed in mid-2008, or contact with other metallic materials led to an instantaneous application of mechanical load and hence to the fracture of the instrument.